Event description:
An alarm related to an occlusion issue was reported by the caller. There was no adverse impact on the customer's blood glucose level, which remained within normal ranges. Initial instructions involved troubleshooting procedures, including disconnecting tubing and bolusing. Despite repeated attempts, the occlusion alarm persisted until the customer called back to complete the process successfully by loading a new cartridge. It resulted in the customer being instructed to replace supplies as necessary and resume insulin therapy. No further information was provided regarding the outcome of the event.